Event description:
A bipap auto biflex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the device evaluation, the service technician observed visibly damaged foam that could not be disassembled from the chassis. Additionally, the service technician also noted an error code - e-55: err_therapy_queue_full, and also the presence of dust/dirt. The service center scrapped the device after the evaluation was completed.